Manufacturer narrative:
No corrective and/or preventive or field safety corrective actions were deemed necessary by tbs as no malfunction of the optilite analyser has been identified. The analyser is working to specification (confirmed by error report analysis) and from the investigations performed to date, the issue is attributed to incorrect lis requests. The date of installation of the optilite analyser at the affected customer site is (B)(6) 2021. The end users it department/lis supplier are responsible for configuring the lis according to the lis manual. The customer has indicated that the lis supplier is investigating the case, tbs will support where required.

Event description:
This event did not occur in the USA. We are submitting this report as the event occurred at a healthcare facility in the united kingdom on a device that is also marketed in the USA. A customer contacted tbs regarding discrepant igg, iga and igm results obtained on the optilite analyser on the 30th of october. The samples were repeated on the 1st of november 2023 where it was observed that the initial results were reporting around double the concentration seen on the repeat testing. Investigations concluded that no malfunction of the optilite analyser has been identified and discrepancy in the results were caused by incorrect laboratory information system (lis) request. The customer confirmed discrepant results were released from the laboratory with currently no reports of harm to patients, change in patient management or inappropriate therapy. Although no harm has been reported to date, tbs is reporting this as a matter of caution. If the malfunction of the lis software were to recur, it could possibly impact results on any optilite assay run on the optilite analyser, where it may cause or contribute to serious injury. The highest risk classification associated with any tbs optilite assay is class ii.